Event description:
The patient presented at the emergency room with excessive bleeding following a total knee replacement arthroscopy procedure using the zip surgical skin closure device. The dressing was changed, and the patient was released from the emergency room. There were no other adverse consequences or medical interventions reported.